Manufacturer narrative:
.

Event description:
It was reported in medwatch report #mw5061955 that the patient experienced an increase in seizure frequency and intensity following vns implant. A review of the internal programming history database found that the diagnostic results were within normal limits from day of implant until 2015. The generator was explanted and returned for analysis. The results of the analysis were previously reported in MFR. Report #1644487-2016-00456. Analysis noted that the generator performed to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator, which was implanted on (B)(6) 2012, was not an affected product in recall number z-0005-2012 (recall event ID: (B)(6)). Attempts to obtain additional relevant information from the physician have been unsuccessful to date.